Manufacturer narrative:
This report is submitted june 28, 2017.

Event description:
Per the clinic, the patient presented to hospital in (B)(6) 2016 (specific date not reported), due to experiencing necrosis of the skinflap over the receiver stimulator. Subsequently, the patient underwent revision surgery and the device was explanted (date not reported). The patient was not reimplanted at the time of surgery in order to allow for the site to heal. Future re-implantation is planned.